Event description:
This was a spontaneous report from a male consumer reporting on himself. The consumer reported applying bengay moist heat therapy pad (no active ingredient) dose, frequency, dates, and indication unspecified). As the consumer removed the product from his right ankle (date unspecified), his "skin came off with it." Also, he was in pain and discomfort and could hardly walk or wear his shoes. On an unspecified date, he visited a hospital and was advised to apply an antibiotic cream and keep the area covered as treatment. He thought that the product's batch "must be 300% stronger". On an unspecified date, product use was discontinued. As of (B) (6) 2009, the outcome of the events was not resolved. This case is serious (medically significant, required intervention).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing it cannot be ruled out that the product may have possibly caused the event.